Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with failure code 810:11 was confirmed in the pump's event history. The root cause of the reported condition was determined to be an out of calibration air in line (ail) printed circuit board (pcb). The ail pcb was calibrated to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During product evaluation by baxter service personnel, a colleague infusion pump encountered failure code 810:11. This event interrupted delivery as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.